Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was previously investigated on a different report, MFR 0001822565-2018-01247.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 1822565-2017-01748.

Event description:
It was reported through instrument return that the tibial articular surface provisional was fractured and missing pieces. No adverse events have been reported as a result of the malfunction.